Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Customer reported an elevated blood glucose (bg) level above 300 (mg/dl). A manual injection was delivered to address bg levels. During troubleshooting with tandem technical support, the customer declined to reload the cartridge as they were unsure of the amount that was initially loaded into the cartridge.